Manufacturer narrative:
The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
Terumo medical corporation received the following reported information: the angio-seal device was inserted into the insertion sheath until the sheath cap and the device sleeve snapped together. When the angio-seal device was withdrawn, the angio-seal device fully came out of the insertion sheath without resistance from the anchor catching the vessel wall, and the hemostasis failed. The device was not used, and manual compression was applied to achieve hemostasis. Subsequently, hemostasis was successfully achieved by manual compression only. The procedure before deploying the device was a percutaneous coronary intervention (pci). The estimated blood loss was less than 250cc. There were no other devices or equipment used with the reported product. The physician stated that they suspected that the anchor might not have been present from the beginning, as the physician did not feel the normal resistance from the anchor catching the vessel wall.

Manufacturer narrative:
This report is being sent as follow-up no. 1 to update section h3, and to provide the completed investigation results. One (1) 8 fr angio-seal vip device was returned to terumo medical corporation. The returned sample includes the carrier tube and hemostasis sheath. The device was visually inspected. The device is in used condition with visible signs of blood. The hemostasis sheath and carrier tube are fully mated in rear lock position. The distal end of the device was cut and the pieces provided. The cut pieces include parts of the sheath and carrier tube, the collagen, part of the suture, and part of the tamper tube. The anchor was not provided. The device is cut in two locations: the distal end of the hemostasis sheath and a centralized part of the carrier tube and sheath shaft. The collagen and suture are cut. One 6 fr angio-seal vip device was returned to terumo medical corporation. The returned sample was in fully deployed condition and arrived cut into pieces. Part of the suture and collagen were provided; however, the anchor was not included. The device and internal components were cut. Therefore, the complaint can be confirmed for a nondeployment device pullout. The exact root cause cannot be determined. The likely cause is there was obstruction to the device tip, preventing the anchor from deploying and posting. The device history record review determined the device was in a conforming state when released from terumo control. There are no indications manufacturing issues may have led to this event. No action is recommended since this risk evaluation is within the predetermined limits.